Event description:
It was reported that there was a heat or electrical issue with the pump, which became hot to the touch. There was no reported impact on the customer's blood glucose level. The customer was informed that the pump needed to be replaced, and a new pump was provided by the technical support team. The customer was given instructions for returning the problematic pump within ten days using a pre-paid label and return box.